Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device flex circuit and cord were damaged, was leaking air, was overheating and had component damage. The device also failed pretests for visual assessment, motor thermistor assessment, air pump assessment and handpiece temperature assessment. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device flex circuit and cord were damaged, was leaking air, was overheating and had component damage. The device also failed pretests for visual assessment, motor thermistor assessment, air pump assessment and handpiece temperature assessment. It was noted in the service order that the device does not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.